Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing. The patient had previously undergone an ablation to reduce r wave amplitudes. The device remains in service. No adverse patient effects were reported.